Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer was instructed to reset the pump to resolve the issue. Customer's blood glucose ranged from 90-361 mg/dl.

Manufacturer narrative:
Device not returned.